Event description:
Patient underwent successful sacroplasty in 2007 utilizing CT guidewire. Patient tolerated procedure well with no immediate complications. However, upon return to the patient care unit, patient found not breathing and code was called. Patient transferred to ICU, unstable and unresponsive of which she remained until she expired days later. Unk whether cement products utilized during procedure had implications.